Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited brief periods of oversensing noise. The patient was pacemaker dependent. The device was reprogrammed. The lead was later explanted and replaced on (B)(6) 2019. The patient's condition throughout the perioperative period was stable.

Manufacturer narrative:
External insulation abrasion was noted at 8.2 cm to 8.4 cm from the connector pin consistent with lead friction to device can. The cause of the reported events of noise and oversensing was due to the exposure of the outer coil at the abrasion zone.